Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1004 indicative of a shock delivered into a shorted system. This code 1004 was observed in the previous explanted device. The associated right ventricular (rv) lead had evidence of previous lead repair. Attempts to replace the rv lead were complicated by the inability to gain venous access. The patient will undergo cardiac surgery in the near future to replace the lead. As of today this device remains implanted with tachy mode off.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on october 10, 2016 after a 41 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse would have prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that surgical intervention was performed and the rv lead was capped and replaced. This device was not tested to insure its ability to properly charge following display of code 1004. Boston scientific technical services (ts) indicated that until a manual capacitor reformation is performed the patient should be considered unprotected. The patient underwent an additional procedure where the physician elected to explant this device and replace with a competitor's device.